Event description:
It was reported a power on reset (por) occurred on the device. Approximately one week later, patient heard an alarm from the device and was experiencing palpitations and went to the hospital. The device was checked and it was determined that two power on resets had occurred again on the device three hours apart. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation, however, we did receive performance data collected from the device and have analyzed the data. There were two pors for atrial rate limit on (B)(6) 2012 at 15:17:59 and 18:38:21. A patient alert for device circuit error on (B)(6) 2012 18:38:21.